Event description:
It was reported that during a total abdominal hysterectomy procedure, the surgeon reloaded a third cartridge. The firing handle was extremely hard to close. It closed, but it appears the stapler broke, as the handle would not open afterwards. The surgeon was able to open the device about 1/2 inch and wiggle it off the tissue. No pt consequence. 15 minute time delay opening and installing a competitor's device to complete the case.